Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during right eye cataract surgery, the surgery was smooth without complication, however during the intraocular lens (iol) loading, the iol trailing haptic stuck with the monarch injector plunger, when doctor tried to pull out the lens, the lens haptic cracked, and doctor removed the lens and implanted with another iol. The replaced lens was implanted inside eye successfully. Additional information has been requested.